Event description:
As reported by (B)(4), a patient experienced unstable angina and 100% instent restenosis of three cypher stents, and myocardial infarction approximately nine months post index procedure. At the time of the index procedure, the lesion treated was svg 2nd diagonal. The indication for the procedure was stable angina and positive stress test. The lesion was described as 100mm in length and class c type. The reference vessel was 2.5mm in diameter. The pre-timi flow was 0. The lesion was pre-dilated with a 1.5 x 20mm 1st balloon at 14atm for 10 seconds and a 2.0 x 30mm 2nd balloon at 10atm for 5 seconds and three cypher stents (2.75 x 33, 3.0 x 33, and 2.5 x 28mm) were implanted overlapping to each other at 19-21atm. There was no post-dilation carried out for any stents. The post-timi flow was iii and the residual percentage of stenosis was 0%. There was no possibility of dissection and "healthy tissue to healthy tissue" was covered by the stents. There were no device delivery issues. Approximately nine months post index procedure, a patient experienced unstable angina, 100% instent restenosis of three cypher stents, and myocardial infarction. The revascularization was performed in the same vessel (svg 2nd diagonal). It was confirmed that there was no non-cordis stents placed during the index procedure and all three cypher stents placed during the index procedure were restenosed at the time of revascularization; and consequently two xience stents were placed overlapping to each other for the treatment. It was noted that the pre-labs and during procedure- peaks were not obtained, but post-peak ck was 128, ck-mb was 5.5, and troponin I was 0.89 that was diagnosed as an mi. The xience stents were still patent by the time of cardiac cath performed after a month of revascularization, and it was unknown whether the cypher stents caused the mi.

Manufacturer narrative:
Concomitant medications were not reported. Complaint conclusion: as reported by (B)(4), a patient experienced unstable angina and mi with 100% instent restenosis of three cypher stents approximately nine months post index procedure. This is an unknown patient with medical history including hypertension, diabetes, tia, previous CABG and pci, high cholesterol, and family history of cad. At the time of the index procedure, the lesion treated was svg 2nd diagonal. The indication for the procedure was stable angina and positive stress test. The lesion was described as 100mm in length and class c type. The reference vessel was 2.5mm in diameter. The pre-timi flow was 0. The lesion was pre-dilated with a 1.5 x 20mm 1st balloon at 14atm for 10 seconds and a 2.0 x 30mm 2nd balloon at 10atm for 5 seconds and three cypher stents (2.75 x 33, 3.0 x 33, and 2.5 x 28mm) were implanted overlapping to each other at 19-21atm. There was no post-dilation carried out for any stents. The post-timi flow was iii and the residual percentage of stenosis was 0%. There was no possibility of dissection and "healthy tissue to healthy tissue" was covered by the stents. There were no device delivery issues. Approximately nine months post index procedure, a patient experienced unstable angina, 100% instent restenosis of three cypher stents, and myocardial infarction. The revascularization was performed in the same vessel (svg 2nd diagonal). It was confirmed that there was no non-cordis stents placed during the index procedure and all three cypher stents placed during the index procedure were restenosed at the time of revascularization; and consequently two xience stents were placed overlapping to each other for the treatment. It was noted that the pre-labs and during procedure- peaks were not obtained, but post-peak ck was 128, ck-mb was 5.5, and troponin I was 0.89 that was diagnosed as an mi. The xience stents were still patent by the time of cardiac cath performed after a month of revascularization, and it was unknown whether or not the cypher stents contributed to the mi. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15173428 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of three products involved with these adverse events in which associated manufacturer report numbers are 3003742446-2012-00254, 3003742446-2012-00255, and 3003742446-2012-00256.